Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient requiring hospital transport and the event of peritonitis as the ems personnel could have contaminated the patient either during disconnect from pd therapy or contaminating the pd catheter connection; however, that is unknown. There is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The pdrn has attributed the peritonitis to the ems contamination during transport to the hospital. There is no confirmation that the patient was in active pd treatment at the time of the event. Based on the available limited information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reason for transport to the hospital and the subsequent diagnosis of peritonitis. Plant investigation: the sample was not returned to the manufacturer and a lot number was not provided. A manufacturing review was performed on the lot numbers of all fresenius liberty cycler sets shipped to the patient in the three month time frame immediately preceding the event occurrence date. The entire set of lots have been sold and distributed. There are no non-conformances or abnormalities identified during the manufacturing process which are associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis as a result of paramedics treatment technique when transporting the patient to the hospital. Additional information has been requested, however, to date a response has not been received.